Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor was cracked from midline to right side. No surgical delay happen. When received, the impactor was broken in two pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the investigation confirmed that the impactor had broke. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.